Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncopy, pneumothorax, perforation and pericardial effusion. It was also reported that the rv lead exhibited high thresholds, dislodgment and insufficient slack. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.